Manufacturer narrative:
The product was requested to return for manufacturer's laboratory investigation as the complaint could not be referenced to CAPA (B)(4) because the new fiber has been included in the involved oxygenator. For checking the effectiveness of CAPA (B)(4) an investigation is needed. Due to the fact that the involved patient has been infected with candida auris an investigation of the product in the laboratory of the manufacturer was not possible. This decision was made to protect the laboratory staff. A laboratory with classification three would be needed for the investigation but no external laboratory was willing to do an investigation for maquet cardiopulmonary (B)(4). The manufacturer is aware about a similar complaint showing a similar malfunction. This previous oxygenator included the new fiber too. The investigation of this product is still pending. As soon as the investigation of this similar complaint has been finished maquet cardiopulmonary (B)(4) will be able to refer to this previous investigation. Furthermore the investigation of the infected product will be started if a external laboratory is willing to do the investigation in the meantime. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4)

Manufacturer narrative:
The manufacturer is aware of a similar complaint ((B)(4)) showing a similar malfunction. This previous oxygenator included the new fiber too. The product from the other complaint was requested for return to the factory for investigation. However, the ssu confirmed that the customer had discarded the product. Although the manufacturing date of the oxygenator is after the implementation of (B)(4), and therefore uses the new fibers, as the product was not available for return, the nature of the problem could not be clearly established, and it has not been possible to ascertain whether the reported issue is consistent with the issue investigated in (B)(4). DHR review did not identify any anomalies during production or packaging, and the search of the complaints database did not identify any new systemic issue, supporting effectiveness of the corrective actions implemented in (B)(4). As a query of the complaint handling database identified only one other possibly similar complaint, and as it was not possible to perform an investigation for this complaint or the other complaint, the underlying root cause could not be determined, and therefore no corrective action is currently possible. It has not been possible to establish the root cause for the failure as an investigation could not be performed as the product was not available for evaluation. No further investigation or action is currently warranted in addition to continued periodic monitoring, and the complaint will be closed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # 2014-12-11). The investigation under CAPA process has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, they will not properly fix in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Maquet cardiopulmonary incorporated the enhanced raw material into the production by 2015-06-30. An additional customer notice concerning the availability information for improved oxygenators (fsca-2015-11-19) was introduced in november 2015, this includes also the removal of all products produced before the implementation of the enhanced fibers into the production. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
A patient was placed on fem/fem va ECMO at (B)(6). During ECMO it was noticed that blood (not very much) was leaking out of the gas exhaust port of the oxygenator. Due to a lack of beds in (B)(6) this patient was transferred to (B)(6) hospital, during which time the bleeding stopped. The patient has remained on the circuit and oxygenator. (B)(4).